Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2018; c4tr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a suspected pocket infection. The patient was given antibiotic treatment. The device and leads were explanted and will be replaced at a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.